Event description:
The physician was using a pacific xtreme pta balloon catheter to treat a lesion that exhibited 75% stenosis. The device was inspected and prepped prior to use with no issues noted. During the procedure the device was inflated without issue with a manometer however it was noted that the balloon was slow to deflate; the balloon has a candy effect in the middle. The vessel was "ok" after the dilatation. No clinical sequelae reported. Evaluation summary : visual inspection identified no defects or damage along the catheter. The balloon appeared un- folded. Approximately 7cm from the proximal balloon cone the balloon presented a corrugation all along the circumference with clear signs of a balloon twist. Also the guidewire tube in correspondence of the balloon twist appears twisted. A 0.018'' guidewire was loaded with no friction. The balloon with no constraint was inflated with saline and radiopaque solution (50:50) using a manometric syringe at nominal pressure with no issues, clear signs of an hourglass shape was identified. The balloon was inflated to rbp and then deflated. Inflation and deflation were repeated three times and total deflation time measured was in specification image review : procedural image review confirms the presence of a neck in the middle of the balloon.

Manufacturer narrative:
Evaluation results: deformation problem. Component/subassembly failure - balloon folding issue. Evaluation conclusion: device failure directly contributed to event- balloon folding issue. (B)(4).